Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that that this implantable cardioverter defibrillator (ICD) recorded a fault code 1003 indicative of battery voltage too low for the projected remaining capacity. There was no further information available. No adverse patient effects were reported.